Event description:
Pt reported obtaining a blood glucose result of 589 mg/dl on the advantage sys. Pt noted that, at the time the result was obtained, she was not exhibiting symptoms of hyperglycemia. Pt indicated that she took her normal dose of levemir insulin (10 units) and an add'l 5 units humalog, due to elevated blood glucose result. Thirty minutes later, pt reportedly lost consciousness. Pt stated that she regained consciousness - 4 hours later, having received no medical intervention. At this time, pt tested blood glucose on the advantage sys and obtained a result of 27 mg/dl. Pt self-treated by eating applesauce, a peanut butter sandwich, and drinking milk. Fifteen minutes later, pt retested blood glucose on the advantage sys with back -to-back results of "hi"(>600 mg/dl) and 75 mg/dl. No add'l treatment was received. Pt stated that quality control testing was performed on the advantage sys and the values were within acceptable ranges. Technical support requested the return of the suspect prod and replacement prod was shipped.